Manufacturer narrative:
Follow-up #1 date of submission 05/05/2014. Device evaluation:the pump has been returned and evaluated by product analysis on 04/25/2014 with the following findings: evaluation revealed that that there is a crack from the top of battery compartment toward the pump case seal. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Event description:
The patient contacted animas on (B)(6) 2014 reporting that the case is cracked. There is no reported adverse event with this complaint. This report is made based on the allegation of the casing condition issue.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.